Event description:
Procedure: lap appendectomy. According to the report: while trying to retrieve the specimen, the string snapped while pulling it, and the specimen could not be retrieved initially. The staff removed and opened a new device to remove the specimen. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating time.

Manufacturer narrative:
(B)(4).